Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition. The ventilator's blower motor was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the ventilator inoperative condition was found to be a failure of the motor bearings.